Event description:
It was reported following a diagnostic left heart catheterization the femoral anteriogram appeared. The arteriotomy appeared to be above the bifurcation of the profunda femoris and superficial femoral artery (sfa). Vessel caliber was at least 6mm and nothing was observed that would preclude the use of the angio-seal device. The angio-seal device was deployed, hemostatis was achieved and the pt was discharged. Approx 13 days later, the pt returned to the hosp complaining of intermittent pain and numbness in the lower left limb. The pt was taken to surgery. The angio-seal device was found to be intact at the arteriotomy and appeared to be properly deployed. A 2cm retrograde flap dissection, 2cm proximal to the arteriotomy lead to thrombosis; which compromised flow to the lower limb. The vessel was repaired and the pt was reportedly recovring and was discharged.